Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system got shutdown by itself during the procedure. The technical support specialist stated that the user had logged out due to lack of activity for an hour, followed by the customer examined the inactivity settings of the station to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that the pyxis anesthesia es system will shut itself closed when pediatric patients logged in. A customer indicated that the anesthesiologist was in the process of inducing anesthesia for the patient, a situation that poses significant risks when immediate access is not available. A customer reported that a user was unable retrieve any critical medications (induction agents, paralytics) emergency meds from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station automatically locked and shut itself closed when pediatric patients logged in.the customer was acknowledged that the user had been logged out due to a lack of activity for one hour. The customer will examine the inactivity settings of the station.the system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that the drawer 5 full-height of the pyxis medstation es system will shut itself closed when pediatric patients logged in. A customer indicated that the anesthesiologist was in the process of inducing anesthesia for the patient, a situation that poses significant risks when immediate access is not available. A customer reported that a user was unable retrieve any critical medications(induction agents, paralytics)emergency meds from the station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that the pyxis anesthesia es system will shut itself closed when pediatric patients logged in. A customer indicated that the anesthesiologist was in the process of inducing anesthesia for the patient, a situation that poses significant risks when immediate access is not available. A customer reported that a user was unable retrieve any critical medications(induction agents, paralytics)emergency meds from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b5 update:product name updated. Section d1 update: brand name updated. Section d4 update: model number, catalog number,primary unique device identifier (UDI) number updated.